Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the display was the cause of the cursor problem, the display was nicked, and the cursor would not move. It was additionally noted that the wireless internet test failed constantly with the programmer. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's touch screen was no longer working. The programmer has been received into service. There was no patient involvement reported with this event.